Event description:
Patient had received IV dilaudid previously. Newly started on pca pump - gave self first dose from pca pump and became unresponsive. Dose was dilaudid 0.2mg; within a minute her o2 saturation and respiratory rate dropped; bp decreased to 70/50. Narcan given x2, patient returned to baseline: alert and oriented x3 and bp ok. Log reviewed on pca pump, confirmed that rn primed the pump tubing correctly.